Event description:
Invasive/non-invasive cardiology manager reported the hospital changed from (B)(4) to carefusion several months ago. The new stopcock used is not screwing on as tightly or as easily as their old product. The injection cap is "blue" but manager not sure which product. The stopcock was attached to the luer and extension tubing, and the IV was in the antecubital fossa. The nurse flushed the line with a normal saline prefilled flush (pt had a straight arm) prior to the pt stepping on the treadmill. No difficulties with flushing were reported. The pt was walking on the treadmill with a bent arm and when the tech attached the isotope to the stopcock, she encountered resistance with pushing the isotope. She continued to push with the syringe. The pieces came apart spraying isotope to the area including the treadmill, the floor and the tech. No pt or employee harm reported. The spill was addressed and the treadmill was shut down for two days to allow the isotope to decay. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). No product will be returned as the set was not saved. The customers report of syringe popped off stopcock and leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of the report could not be identified.